Event description:
Complainant alleged that during biomed testing, the device discharged at 100 joules successfully three times. On the fourth, fifth, and sixth attempt to discharge at 100 joules, the device displayed a "status 90" message. Complainant indicated that there was no patient involvement in the reported malfunction.